Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, approximately five years ago two smart stents (120 150, sfa - 6x150mm) were implanted at the target lesion in the left femoral artery without any issues. Approximately five years later it was confirmed that the stents had fractured. The fractures were reported to be in the overlapped part and several non-overlapped parts. The fractures were reported as type v and non-serious. There was no treatment performed. There was no patient injury reported. The devices were clinically used and will not be returned for analysis.

Manufacturer narrative:
Complaint conclusion two smart stents (120 150, sfa - 6x150mm) were implanted at the target lesion in the left femoral artery without any issues. Approximately five years later it was confirmed that the stents had fractured. The fractures were reported to be in the overlapped part and several non-overlapped parts. The fractures were reported as type v and non-serious. The devices did separate into two or more pieces. There was no treatment performed. There was no patient injury reported. There was no treatment performed due to the fractured stents. No other information was provided. 2018-00034940-1 the device was not returned for analysis. A product history record (phr) review of lot 15851087 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. 2018-00034940-2 the device was not returned for analysis. A product history record (phr) review of lot 15851087 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported ¿stent-ses fractured - in patient¿ could not be confirmed as the devices were not returned for analysis and procedural films were not received. The exact cause could not be determined. Per the instructions for use, which is not intended as a mitigation, ¿fractures of this stent may occur. Fractures may also occur with the use of multiple overlapping stents. In the s.m.a.r.t. Stent, they have been reported most often in clinical uses for which the safety and effectiveness have not been established. The causes and clinical implications of stent fractures are not well characterized.¿ the limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.